Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, inspection of unused product, visual inspection and functional testing of the returned devices was conducted during the investigation. The complaint device was not returned to aid the investigation as it was discarded by the user facility. However, there were nine unused unopened flexor introducer sheaths returned from the complaint lot. There were no nonconformities on the device surface when inspected visually. There was a destructive pull test performed on the devices. Each device passed the test since it met the tensile requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The process of attachment of the hub to the sheath is validated and meets the industry standards. Once the device has been manufactured it undergoes 100% inspection to verify the attachment of proximal fitting. Based on the information provided, no complaint device provided, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor introducer sheath was used during a superficial femoral artery procedure via contralateral access. It was reported that the hub separated from the sheath during removal. A wire guide was being used; however, they did not use a dilator. The sheath and hub were removed and replaced with a short sheath, and the procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.